Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a pump delivering water at minimum rate. The indication for use was not reported. It was reported a pending alarm occurred prior to implant. The hcp was getting ready for an implant case on (B)(6) 2019; he interrogated the pump, and it showed a pending alarm (error code 142). Logs showed a motor stall occurred on (B)(6) 2019 at 0422 with recovery at 1125. The pump with the pending alarm was never implanted. The issue was not resolved. The pump would be returned to the device manufacturer. The hcp did not have another 20 ml pump, but they did have a 40 ml pump [implant] surgery was planned but was not scheduled. There were no patient symptoms reported. The manufacturer representative and hcp were not aware of any environmental/external/patient factors that may have led or contributed to the issue. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. The patient's status was alive, no injury. The pump was not from trunk stock. No further complications were reported.

Manufacturer narrative:
Additional review of this MDR determined that the malfunction would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.